Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The qc recovery gave no indication for a performance issue of reagent or instrument. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys vitamin d gen ii assay results for three patient samples from the cobas 6000 e601 module. Patient 1 initial result was 41.94 ng/ml and the repeat results were 14.53 ng/ml and 13.31 ng/ml. On (B)(6) 2020, patient 2 initial result was 59.30 ng/ml and the repeat result was 18.49 ng/ml. On (B)(6) 2020, patient 3 initial result was 70.89 ng/ml and the repeat result was 24.75 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 424995 with an expiration date of 30-may-2020.